Event description:
On 12/17/2007 a company representative reported that the patient was experiencing insulin leakage at the adapter and elevated blood glucose. Upon follow up with the patient she stated that she began to experience elevated blood glucose on three days earlier. She stated she was in the hospital for a pinched nerve and she received an epidural on five days prior to original date. She stated that her blood glucose has measured between 89 mg/dl - "hi" on her blood glucose meter. Her blood glucose measured 468 mg/dl after breakfast and she bolused through her infusion device. She stated that her adapter is not leaking but there are air bubbles in the infusion tubing. She was advised to change her adapter and she was able to prime all of the air bubbles from the infusion tubing. Upon follow up at the end of the month, the patient stated that her blood glucose remains elevated due to receiving another epidural for an issue with her neck. She stated her blood glucose after breakfast measured 115 mg/dl and 141 mg/dl. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.